Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 24 hours post-operatively, the patient was re-operated, had 2 millimeter vessel leak and had a hemorrhagic shock. Blood loss of over 500 cc and a blood transfusion performed. The patient needs to extend the hospitalization due to the event.